Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure the front haptic of the lens came out pointing to the right. Surgeon was not comfortable implanting with the orientation of leading haptic. Additional information has been received and stated that the procedure was complete on the same day with another lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).